Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. E1 - this complaint was received through: (B)(6).

Event description:
Event occurred regarding a chemoclave® vented bag spike where it was reported there was a black spot on spike out of the package. Two (2) devices were reported to be affected for this event. There was no patient involvement, and no drug was involved in the event. There was no delay in critical therapy.

Manufacturer narrative:
Investigation summary. Received two (2) opened/unused list# ch-14, chemoclave® vented bag spike; lot# 14191701. A black spot was observed on both samples on the spike. The reported complaint of black spots could be confirmed. The returned samples were observed to have a black spot on the spike; however, the spots are within the allowable size of embedded material and is not in the fluid path and doesn't affect functionality. The probable cause is from embedded burnt plastic during molding by a vendor related issue in ensenada. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.